Event description:
Fmc product complaint rec'd for investigation. Stated complaint is internal "blood leak" during pt treatment. Dialyzer was used 23 times prior to incident 9/15/99. Rec'd further requested info from facility. Estimated blood loss 250 cc due to discard of the extracorporeal circuit. There were no reported adverse effects to the pt as a result of the leak. The dialysis was restarted with another dialyzer without incident. Hemoglobin and hematocrit were not available. No med intervention required. Notified that actual sample is available. "Qs" requested pt, info for submission of MDR (filed for reported blood loss). Fmc "dsd" notified of number of complaints rec'd from this facility regarding blood leaks with reprocessed dialyzers. Renal systems to be called to rule out problems with reuse equipment. Facility auditing their reuse procedures and compliance in both technical and clinical areas.